Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following reportable issues: foreign matter came out of the nozzle. The following non-reportable malfunctions were found during the device evaluation: the operation unit's angle knob had reduced water tightness and play in the up/down direction, the insertion curved tube part had an insufficient angle, the objective lens tip had adhesive peeled off, the lighting lens tip had adhesive peeling, the tip part cover was scratched and burned, the curved insertion part had the rubber scratched and the adhesive cracked and chipped with the soft tube oredome missing, the image tip had a flare streak, the objective lens tip was scratched, the lighting lens tip was scratched, the soft tube insertion part had a missing screw, the operation unit switch 1 and 4 had rubber wear, the cable part was missing, the suction cylinder operation unit had the nut paint peeling, the distal end rubber has a scratch and the adhesive was chipped and cracked. The image guide protector had a chip, the light guide lens adhesive is peeling, the universal cord was scratched and wrinkled. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a leak from the tip of the scope. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. There was no delay to the start of pre-cleaning, which was properly implemented. During pre-cleaning, the customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the customer wiped/brushed the nozzle with a clean lint-free cloth, brush, or sponge. The customer flushed the air/water nozzle with detergent solution. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.